Event description:
On (B)(6), the pt was taken to the cath lab for diagnostic right heart catheterization. During the procedure, a micro access guidewire sheared at time of removal. Fluoroscopy revealed an echolucent piece of wire. Vascular ultrasound of the right-sided neck indicated the retained fragment of wire was extravascular and in the soft tissue. Cardiothoracic surgery was consulted and tentative plans for surgical removal of the wire made for the following day.